Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The transmitter was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed. The probable cause was a defective transmitter. The receiver was evaluated. An external visual inspection was performed and passed. Receiver charge was performed and passed. Receiver boot was performed and passed. Nordic bluetooth pairing test was performed and passed. Functional test results was performed and passed. A review of the receiver logs was performed and signal loss was not found within the investigation window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.